Event description:
A customer reported experiencing multiple, intermittent occlusion alarms with their insulin pump, specifically alarm 2 and alarm 26. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection. Despite troubleshooting efforts, the occlusion alarm issue, primarily occurring during bolus deliveries, persisted and posed a clinical concern. Consequently, it was recommended that the customer receive a replacement pump. In the interim, the customer continued using their current pump with available injections as backup.